Event description:
It was reported an event where the medication infused slower than expected. The event involved a continuous infusion of fentanyl on a 350g baby, and the intended flow rate was "very low." It was reported that the clinician utilized bd 1ml syringe, ref# (B)(4). It was reported that the nurse inadvertently programmed the infusion by selecting a 3ml syringe. Because of this, the syringe was found empty sooner than expected and the fentanyl infused "twice as fast." The rate reportedly looked correct on the pump. There was patient involvement but no harm. Although requested, the customer stated that the device will not be returned to the manufacturer for investigation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.